Event description:
It was reported that the vns patient experienced a bradycardic episode after increasing output current from 1.5 ma to 1.75 ma. The patient's heart rate dropped from 86 beats/min to 63 beats/min. Patient's output current was reduced back to 1.5 ma and this was the only intervention taken to preclude a serious injury. It is unknown if the patient had a medical history of bradycardia pre-vns. The neurologist does believe the event is related to vns. The event resolved after setting changes and did not reoccur. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Event description:
Additional information was received that reported the patient's bradycardia was related to vns stimulation and was a direct result of patient programming changes. The patient did not have a medical history of this prior to their vns implantation.

Manufacturer narrative:
This report is not late, as supplemental report#2] was unable to be submitted using MFR report # 1644487-2010-01221 due to technical issues experienced with the emdr system. Supplemental report 2 was previously submitted using MFR report # 1644487-2019-00399 as an initial report, but all future supplemental reports will be submitted using MFR report #1644487-2010-01221.

Event description:
An article was received and it was found that it referenced this patient's bradycardia with stimulation. No further relevant information has been received to date. This report is a continuation of medwatch report #1644487-2010-01221.